Event description:
It was reported that on (B)(6) 2013, the 2.75x38mm xience prime stent implant was successfully deployed in the mid right coronary artery (rca) and the 3.0x28mm xience prime stent implant was successfully deployed in the proximal rca. On (B)(6) 2014, angiogram revealed restenosis in the proximal rca. There were no reported patient symptoms due to the restenosis. The restenosis was treated with balloon angioplasty on (B)(6) 2014. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 2.75x38mm xience prime referenced is being filed under a separate medwatch MFR number.